Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a leak during administration of doxorubicin. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a texium syringe leak at the connection to the line was not confirmed. Visual inspection and functional testing showed no fault with the returned syringe. The root cause of the report of a leak at the connection of the texium syringe to the infusion line was not identified.